Event description:
It was reported that during a da vinci si surgical procedure, the clips kept dropping from the small clip applier instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; a follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi contacted initial reporter clinical sales representative (csr). She indicated that she visited the account and she noted that during insertion of the clip, the masters were squeezed prematurely. The csr was present during the following case; she confirmed that the surgeon was able to use the small clip applier instrument with no further issues. The endowrist instruments instructions for use (IFU) specifically states: caution: if excessive motion of the wrist or grips occurs, the clip should be removed and a new clip inserted. This is because if the wrist moves significantly, the grip action may be affected and the clip could become slightly compressed. This could result in the clip falling out of the grip and into the patient during insertion or engagement. If clip is not flush with the tip of the clip applier, the clip should be removed, grips opened and a new clip inserted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.